Event description:
It was reported that a revision surgery was performed due to unstability. A 14mm journey ii bcs was removed and replaced with a 21mm journey ii constrained insert.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. No clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.